Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The devices are not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that, "pt complained of pain around joint. A series of labs were taken intra operatively. The pt disclosed that they had a metal allergy, the doctor decided to revise from a rejuvenate to a restoration modular, due to the metals of the components. The pt had ganglion cyst that communicated with joint and it was thought to have fluid in it. The revision was done and closed. A general surgeon then tried to evacuate the ganglion cyst which turned out to be dead (B)(6) muscle. The rejuvenate neck had some fretting at the junction of stem/neck interface. The doctor was concerned initially that there may be metallosis in the joint which there was none."